Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Report source: country is united kingdom. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Recall or corrections number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used for a diagnostic coronary procedure in a mildly calcified left circumflex (lcx) artery. The omniwire was prepared as per the IFU with no issues. As the omniwire passed through the left main (lm) into the lcx, the wire distal tip entered a small side branch and snagged, but able to retract and screen back into the lcx. However, a slight resistance was encountered, but quickly released. The non-manufacturer''s guide catheter immediately dislodged back into the aorta, and it was noticed that the guidewire separated at the distal core (shaft). The proximal portion of the guidewire and guide catheter were removed in order to recover the distal portion. A new non-manufacturer''s guide catheter was inserted into the patient. Then, three non-manufacturer''s angioplasty guidewires were twisted together and inserted through the guide catheter and successfully retrieved the separated wire. The patient was fully screened and found no particles left in the patient. The patient had no issues of chest pain and was fully conscious throughout the procedure. The following day, a full body CT was performed and confirmed no piece was retained in the patient. The patient was discharged in good condition. This adverse event and product problem is being submitted because the distal portion of the manufacturer''s wire separated in the patient, requiring additional intervention for removal.

Manufacturer narrative:
Block h3: the omniwire was returned in two pieces, along with two non-manufacturer guidewires (distal portion only). The omniwire was visually and microscopically inspected. The distal portion of the omniwire (shaping ribbon, distal coil, and dome) were attached together, but separated from the proximal portion exposing sharp edges. All pieces of the omniwire was accounted for, no missing material was detected. Block h6: the probable cause for the separation is likely due to excessive force or manipulation applied on the device during procedure. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.